Event description:
The customer reported that while the patient was being monitored with a panorama central station with a spectrum monitor at the bedside, the patient expired (septic shock) and the monitors did not alarm.

Manufacturer narrative:
Datascope clinical education visited the site after the event and observed that the "high heart rate" alarm was violated, although there was no longer a patient being monitored at the time of her visit. She found that one lead of the ECG lead wire set was visibly broken. She reviewed the system documentation that was generated at the time of the event with the customer, and determined that multiple alarms has been generated during the time leading up to the patient's death, including low and high heart rate alarms, low spo2, cable off, spo2 sensor off, and check ECG leads. The customer had the arrhythmia alarms set to "off" during the event. The ECG cable and lead wire set were returned to the factory for evaluation. One of the ECG leads was physically damaged. The insulation was cut and the wire broken. There was no indication of a manufacturing defect.